Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during the patient's lead pull, the leads broke and contacts were left inside the patient's body. No further course of action for the floating contacts at this time.

Manufacturer narrative:
Sc-2316-50e, s/n (B)(4): the lead was analyzed and the complaint was confirmed. Distal electrodes 1-3 were separated from its respected cable. Electrodes 1-3 were not returned. There are exposed cables. It appears that excessive tensile force was exerted onto the lead body. The cause of the distal array damage couldn't be determined. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. Sc-2316-50e, s/n (B)(4): the lead was analyzed and the complaint was confirmed. Distal electrodes 1-5 were separated from its respected cable. Electrodes 1-5 were not returned. There are exposed cables. It appears that excessive tensile force was exerted onto the lead body. The cause of the distal array damage couldn't be determined. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production.

Event description:
A report was received that during the patient's lead pull, the leads broke and contacts were left inside the patient's body. No further course of action for the floating contacts at this time.

Manufacturer narrative:
Additional information was received that after the physician reviewed the result of the device analysis, the physician decided to leave the contacts that were left inside the patient's body as the patient was doing fine on it.

Event description:
A report was received that during the patient's lead pull, the leads broke and contacts were left inside the patient's body. No further course of action for the floating contacts at this time.